Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the infusion set tape did not stick on same day of insertion, on (B)(6) 2026. No further information available.